Event description:
It was reported that the customer's insulin pump alarmed motor error twice. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test. The device had missing end cap sticker.